Event description:
Complainant alleged that the paramedics were attending a collapsed pt. The paramedics connected the three lead ECG electrodes to the pt, then powered up the device in monitor mode and began to monitor the pt's heart rhythm. The device ECG display indicated that the pt was presenting a ventricular fibrillation heat rhythm. The medics then switched the device to defibrillation mode and removed the device paddles from the paddle receptacle. At this point, the medics observed that instead of displaying the normal preset energy level of 200 joules, the display indicated that the joule setting was either at 300 or 360 joules. In an effort to select the a 200 joule energy level, the medics depressed the energy select button on the device paddle, but when the energy select button was released, the energy increased on its own and stopped at 300 joules. The complainant indicated that this cycle was repeated two or three times, with the same result each time. The medic then opted to defibrilllate the pt at 300 joules, even though the 300 joule setting was contrary to the clinically approved protocol for a first shock. The complainant indicated that "the pt defibrillation was successful with the resumption of a normal sinus rhythm".